Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18 user has high glucose value. Test strip UDI# (B)(4).

Event description:
Consumer initially reported complaint for e-5 error: test strip error. Nurse is calling on behalf of the customer. The e-5 error occurred when the blood sample was absorbed. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of hi and hi using truemetrix meter. The customer is concerned with tests results from results obtained of hi, 528 and 412 mg/dl. The customer's expected blood glucose test result range is undisclosed. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: hi (B)(6) 2017 02:37:00 pm fasting:yes, the 528 mg/dl (B)(6) 2017 05:11:00 pm fasting:yes, the 412 mg/dl (B)(6) 2017 02:00:00 pm fasting:yes. Memory concerns:hi. Customer states he has been ranging "much lower", customer is insulin dependent. Customer has tried new vial of strips and repeatedly received hi result. Customer advised to seek alternative testing method as soon as possible.